Event description:
It was reported to boston scientific corporation that during preparation, when the radial jaw 4 biopsy forceps package was opened, the needle, in between the jaws was found to be bent. The physician completed the procedure with another of the same device with no patient complications and the patient is fine.